Event description:
The customer reported the device would not power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device would not power up. No pt involvement was reported. A philip's bench tech evaluated the device and duplicated the symptom the customer was experiencing. The processor pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer site. We are considering this a processor pca malfunction.